Event description:
(B)(4). On the date of implant I had a number of complications, during implant my obgyn placed my left coil first with little to no problems as for my right coil and tube that was not the case. After implant of the right side my doctor could not view the coil and stated that everything will be okay simply take the birth control pill for the next three months. After leaving the office I was rushed to the ER due to an extreme amount of blood loss. I received a vast amount of pain meds and blood clotting meds, to help get this under control the day of implant. I also underwent and ultrasound and scan to insure nothing was wrong, all while explaining over and over again to every doctor what essure was as not had ever even heard of it. I did take my birth control during the time as instructed but continued to experience a lot of pain. After the three month wait I went into have my x-ray done with die and at that point they stated there was no coil located in my right tube and it was open, this was the worst news I could have ever gotten. The amount of pain I went through to only find out I could still get pregnant. I then contacted my doctor to set up an appointment asap. I went in he reviewed the results and asked did I want to have it placed again and just wait another three months. I refused to go through that experience again. I asked that he do a tubal ligation, and set an emergency one for that following morning. My husband and I were told after I got out of recovery that he could not find the missing coil, and till this day I experience extreme amounts of pain on my right side. At times I have these pains from simply bending over to tie my kids shoes, to when I am intimate with my husband. Since the tubal I have gone into the ER for chronic pain and cysts that have formed on my ovaries, my right ovary cysts are always larger than the ones on my left and I had never had this problem prior to having this device implanted in me. My cycles are never constant and always painful. And I am only (B)(6). At the time I was (B)(6) and went through so much already. I live with a foreign object in me that can migrate, aside from the one that was lost on date of implant that was not able to be found during the time of my tibial ligations. Working that if has moved and can cause unknown damage to me.